Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00587. It was reported the patient had ineffective stimulation due to high impedances. Reprogramming was attempted, but failed to achieve effective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the system was explanted.